Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 4:35 pm after the end user alleged that he received higher than normal blood glucose results from his prodigy diabetes meter. The end user performed a blood glucose test with his prodigy meter and the reading was 562 mg/dl. There were no significant symptoms but out of concern for the high blood glucose reading the paramedics were immediately called. Upon arrival they performed a blood glucose test with their meter and the result was 144 mg/dl. Due to the fact that his blood glucose reading was within normal range this did not warrant any treatment or transport to the ER. No additional details were provided in regards to this medical event.